Manufacturer narrative:
B2. Date of death is unknown. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced intracranial hemorrhage and ventricular fibrillation. The patient expired. An afib procedure was performed on (B)(6) 2024. A stsf ablation catheter was used during the procedure, as well as a pentaray catheter, webster cs (reprocessed) catheter and a soundstar (reprocessed) catheter. None of the catheters are available for return and were discarded. On (B)(6) 2024, the biosense webster inc. (Bwi) representative was made aware that an adverse event had occurred. The physician reported that the patient suffered a brain bleed and vf arrhythmia. The patient was admitted to a different facility. The physician did not specify what medical intervention was provided to the patient. The patient's current status was unknown at the time. On (B)(6) 2024, the bwi representative was notified that the patient is deceased. The bwi representative is unaware of the details that occurred beyond the procedure on monday (B)(6) 2024. No adverse reaction took place during the procedure that the bwi representative was aware of.